Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corp that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the dilator bunched and then the needle detached from the mesh leg assembly during a pass through the sacrospinous ligament. The needle was then retrieved from inside the pt after an extensive search. The physician completed the procedure by performing "a typical plication with suture" (suture type unk) with no further complications to the pt, who is reportedly "fine" post-procedure.